Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a faulty circuit board, converter, lamp base, mainboard, emergency lamp and harness needed to be replaced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus that while preparing for use, the main lamp of the evis exera iii xenon light source was not found and automatic switching was initiated to the emergency lamp. This resulted in the error code e207 (emergency lamp is blown or failed). There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section e2 was corrected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the main lamp failed due to an igniter failure, and the spare lamp indicator was flashing due to a broken spare lamp. However, the definitive root causes of the igniter failure and broken spare lamp could not be determined. Olympus will continue to monitor field performance for this device.